Event description:
The facility reported that the middle implant of three implants had extruded from the patient's palate. This caused the patient pain and an infection occurred. The doctor administered 500 milligrams of keflex as an antibiotic, and on a follow-up visit was determined that the patient was doing fine.

Manufacturer narrative:
The customer disposed of the implant and will not be returning it to medtronic for further evaluation. The customer did not state when the pillar was implanted.